Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery (motor vehicle accident) in 1997, jaw operation (motor vehicle accident) in 1997, vaginal bleeding, menorrhagia, parity 2, polymenorrhoea, dysfunctional uterine bleeding, uterine bleeding, breast mass, multigravida, genital herpes, smoker (half-pack per day), adenoidectomy (as a child), endometriosis, ovarian cystectomy, cystoscopy (with hydro distension), incomplete bladder emptying, urinary frequency, bladder pain, ovarian cyst, suprapubic pain, vaginal delivery and amenorrhea. Previously administered products included for to prevent pregnancy: microgestin fe from (B)(6) 2013 to (B)(6) 2013, altavera from (B)(6) 2013 to (B)(6) 2013, nordette-28 from (B)(6) 2012 to (B)(6) 2013 and ortho-cyclen from 2011 to (B)(6) 2012; for an unreported indication: prenatal vitamin from 2010 to (B)(6) 2013. Concurrent conditions included cystitis interstitial, abdominal pain, lower abdominal pain and bloating. Family history included breast cancer (grandmother and cousin). Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as ibuprofen since may 2014, leuprorelin acetate (lupron depot) from (B)(6) 2015 to (B)(6) 2016 and norfloxacin (uriben) since 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain: pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression") and anxiety ("anxiety and mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;levonorgestrel (altavera), ethinylestradiol;levonorgestrel (nordette), hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) and surgery (on (B)(6) 2014,d&c and novasure ablation, on (B)(6) 2014, ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Batch no b82478. Production date: (B)(6) 2013. Expiration date (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke into pieces'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general. Abnormal. Bleeding') in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery (motor vehicle accident) in 1997, jaw operation (motor vehicle accident) in 1997, vaginal bleeding, menorrhagia, parity 2, polymenorrhoea, dysfunctional uterine bleeding, uterine bleeding, breast mass, multigravida, genital herpes, smoker (half-pack per day), adenoidectomy (as a child), endometriosis, ovarian cystectomy, cystoscopy (with hydro distension), incomplete bladder emptying, urinary frequency, bladder pain, ovarian cyst, suprapubic pain, vaginal delivery and amenorrhea. Previously administered products included for to prevent pregnancy: microgestin fe from october 2013 to december 2013, altavera from (B)(6) 2013, nordette-28 from (B)(6) 2012 to (B)(6) 2013 and ortho-cyclen from 2011 to (B)(6) 2012; for an unreported indication: prenatal vitamin from 2010 to (B)(6) 2013. Concurrent conditions included cystitis interstitial, abdominal pain, lower abdominal pain and bloating. Family history included breast cancer (grandmother and cousin). Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2014 for birth control as well as ibuprofen since (B)(6) 2014, leuprorelin acetate (lupron depot) from (B)(6) 2015 to (B)(6)2016 and norfloxacin (uriben) since 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain: pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression/psych injury") and anxiety ("anxiety and mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;levonorgestrel (altavera), ethinylestradiol;levonorgestrel (nordette), hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) and surgery (on (B)(6) 2014,d&c and novasure ablation, on (B)(6) 2014, ablation and robotic total hysterectomy bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, migraine, depression, anxiety, abdominal pain, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for removal. Plaintiff received treatment for : pelvic/ abdominal, chronic dyspareunia (painful sexual intercourse},back pain ,general . Abnormal. Bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Batch no b82478 production date 2013-10-17 expiration date 2016-10-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke into pieces'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general . Abnormal. Bleedin') in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery (motor vehicle accident) in 1997, jaw operation (motor vehicle accident) in 1997, vaginal bleeding, menorrhagia, parity 2, polymenorrhoea, dysfunctional uterine bleeding, uterine bleeding, breast mass, multigravida, genital herpes, smoker (half-pack per day), adenoidectomy (as a child), endometriosis, ovarian cystectomy, cystoscopy (with hydro distension), incomplete bladder emptying, urinary frequency, bladder pain, ovarian cyst, suprapubic pain, vaginal delivery and amenorrhea. Previously administered products included for to prevent pregnancy: microgestin fe from (B)(6) 2013, altavera from(B)(6) 2013, nordette-28 from (B)(6) 2012 to (B)(6) 2013 and ortho-cyclen from 2011 to (B)(6) 2012; for an unreported indication: prenatal vitamin from 2010 to (B)(6) 2013. Concurrent conditions included cystitis interstitial, abdominal pain, lower abdominal pain and bloating. Family history included breast cancer (grandmother and cousin). Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2014 for birth control as well as ibuprofen since (B)(6) 2014, leuprorelin acetate (lupron depot) from (B)(6) 2015 to (B)(6) 2016 and norfloxacin (uriben) since 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain: pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression/psych injury") and anxiety ("anxiety and mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;levonorgestrel (altavera), ethinylestradiol;levonorgestrel (nordette), hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) and surgery (on (B)(6) 2014,d&c and novasure ablation, on (B)(6) 2014, ablation and robotic total hysterectomy bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, migraine, depression, anxiety, abdominal pain, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for removal. Plaintiff received treatment for : pelvic/ abdominal, chronic dyspareunia (painful sexual intercourse},back pain ,general . Abnormal. Bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Batch no b82478 production date 2013-10-17 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: event device breakage added. Essure removal date and surgery were added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery (motor vehicle accident) in 1997, jaw operation (motor vehicle accident) in 1997, vaginal bleeding, menorrhagia, parity 2, polymenorrhoea, dysfunctional uterine bleeding, uterine bleeding, breast mass, multigravida, (B)(6), smoker (half-pack per day), adenoidectomy (as a child), endometriosis, ovarian cystectomy, cystoscopy (with hydro distension), incomplete bladder emptying, urinary frequency, bladder pain, ovarian cyst, suprapubic pain, vaginal delivery and amenorrhea. Previously administered products included for to prevent pregnancy: microgestin fe from (B)(6) 2013 to (B)(6) 2013, altavera from (B)(6) 2013 to (B)(6) 2013, nordette-28 from (B)(6) 2012 to (B)(6) 2013 and ortho-cyclen from 2011 to (B)(6) 2012; for an unreported indication: prenatal vitamin from 2010 to (B)(6) 2013. Concurrent conditions included cystitis interstitial, abdominal pain, lower abdominal pain and bloating. Family history included breast cancer (grandmother and cousin). Concomitant products included ethinylestradiol; norgestimate (ortho-cyclen) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as ibuprofen since (B)(6) 2014, leuprorelin acetate (lupron depot) from (B)(6) 2015 to (B)(6) 2016 and norfloxacin (uriben) since 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pain: pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression") and anxiety ("anxiety and mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol; levonorgestrel (altavera), ethinylestradiol; levonorgestrel (nordette), hyoscyamine sulfate; methenamine; methylthioninium chloride; phenyl salicylate; phosphoric acid sodium (uribel) and surgery (on (B)(6) 2014, d&c and novasure ablation, on (B)(6) 2014, ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet and medical record received- events¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines/headaches, depression, anxiety and mental anguish¿, reporter, patient demographics, medical history, historical condition, concurrent conditions, lot number, concomitant medications, treatment medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general . Abnormal. Bleedin') in a 29-year-old female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery (motor vehicle accident) in 1997, jaw operation (motor vehicle accident) in 1997, vaginal bleeding, menorrhagia, parity 2, polymenorrhoea, dysfunctional uterine bleeding, uterine bleeding, breast mass, multigravida, genital herpes, smoker (half-pack per day), adenoidectomy (as a child), endometriosis, ovarian cystectomy, cystoscopy (with hydro distension), incomplete bladder emptying, urinary frequency, bladder pain, ovarian cyst, suprapubic pain, vaginal delivery and amenorrhea. Previously administered products included for to prevent pregnancy: microgestin fe from october 2013 to december 2013, altavera from january 2013 to november 2013, nordette-28 from february 2012 to january 2013 and ortho-cyclen from 2011 to january 2012; for an unreported indication: prenatal vitamin from 2010 to february 2013. Concurrent conditions included cystitis interstitial, abdominal pain, lower abdominal pain and bloating. Family history included breast cancer (grandmother and cousin). Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from january 2014 to july 2014 for birth control as well as ibuprofen since may 2014, leuprorelin acetate (lupron depot) from february 2015 to january 2016 and norfloxacin (uriben) since 2015 to january 2016. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain ("physical pain / pain: pelvic area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression/psych injury") and anxiety ("anxiety and mental anguish"). In september 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with ethinylestradiol; ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;levonorgestrel (altavera), ethinylestradiol;levonorgestrel (nordette), hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) and surgery (on (B)(6) 2014,d&c and novasure ablation, on (B)(6) 2014, ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, migraine, depression, anxiety, abdominal pain, back pain, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently planning for removal. Plaintiff received treatment for : pelvic/ abdominal, chronic dyspareunia (painful sexual intercourse},back pain ,general . Abnormal. Bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Batch no b82478 production date 2013-10-17 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: abdominal pain, back pain, general. Abnormal. Bleeding, bladder/urinary problems were added. Event verbatim were updated : depression/psych injury we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.